Event description:
Patient was reaching for keys 8 day post-op felt bicep pop. Patient is a fitness body builder, not competitive. The tendon had torn and the screw was still in place. The surgeon revised the tendon using bio tenodesis arthrex and whip stitching the tendon.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4).